Event description:
It was reported that a physician trained in the use of the prostar xl device achieved arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, several events have occurred where the supra core guide wire was advanced into a prostar xl device and resistance was felt. As the guide wire was advanced further into the sheath resistance again was felt before exiting the sheath at the guide wire lumen. The guide wire tip was found to be mangled after exiting the device. The guide wire was removed and a non-abbott guide wire was used successfully. Hemostasis was achieved using the prostar xl device. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. The lot number was not identified;therefore, a device history record review could not be performed. (B)(4).